Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3 mm seal did load properly on the sterile field prior to being used on patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects. (Related to (B)(4), total of 3 products).

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. The delivery device was returned outside the loading device. The slide lock was engaged. The plunger was not depressed on the delivery device. Blood was visible in the delivery tube indicating that there was attempt to deploy the device into the aorta. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. Seal was observed in unfold state and traces of blood were visible on seal. No crack/delamination of seal was observed. The IFU instructs the user to "release the blue wings as indicated by the number 3 in the heartstring iii proximal seal window inspect the heartstring iii proximal seal to make sure it correctly loaded into the delivery device tube and is not flared. Based on the received condition of the device we were not able to measure the delivery tube dimensions. The reported complaint for "failure to load" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did load properly on the sterile field prior to being used on patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects. (Related to cs-cpl-2017-00240 & cs-cpl-2017-00241 total of 3 products).